Event description:
It was reported that the programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification, as it was identified that the stylus tip position deviated on the touch screen and needed calibration. The cord bay latch and company logo button were broken. The upper case of the radiofrequency head was cracked. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.